Event description:
A customer reported she was at home when she experienced symptoms of "blurry vision". The customer attempted to test using her adc glucose meter, but reported the meter turned on and then off when she inserted the test strip. As a result of not being able to test, the customer stated her symptoms worsened and she "felt dizzy and light headed." The customer self-presented to a health care facility and reported "they tested her sugars and found she was over 500 mg/dl so they treated her with insulin". She was diagnosed with hyperglycemia, and treated with "insulin and fluids". The customer was unsure of the amount or type of insulin. No self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation has determined the complaint was not confirmed. Investigation results: meter did not power on with test strip insertion; therefore, brand new battery was used for testing. Meter powered on with button and with insertion of strips. Did not observe meter turn on then off after strips were inserted. (B)(4).